Event description:
It was reported that while crossing transseptal, the patient was noted to have low bp. An agillis (non-bwi sheath) was being advanced at the time of the event. The user does not know at this time if heparin or reversal was in process or the act. At this time the wire for the agillis was believed to be root cause. At the time the bwi pentaray nav was in used for mapping. No rf had been delivered prior to the event. The only other catheter is use at the time from bwi was the cs catheter, bi directional - which was not saved. Additional information was received on 03/13/2018: physician's opinion regarding the cause of the adverse event is that it was related to the st. Jude medical agilis guidewire used during transseptal phase. The suspected device is the st. Jude medical agilis guidewire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).